Manufacturer narrative:
The device evaluation was completed on 16-dec-2021. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. It was reported that the hemostatic valve on the vizigo¿ sheath was cracked. The sheath was replaced, and the procedure was continued. No adverse patient consequences were reported. Device evaluation details: the device was returned to biosense webster inc. (Bwi) for evaluation. Bwi conducted a visual inspection and a functional evaluation of all features of the catheter. Visual analysis revealed that the vizigo¿ was found in normal conditions. No anomalies were observed on the hemostatic valve. Per the event, a functional leveraging test was performed to analyze side port functionality. A pressure gage and a syringe were used. No issues were observed. No leakage issues were found. No malfunctions were observed during the product analysis. A device history record (DHR) was performed for the finished device 00001804 number, and no internal actions related to the complaint were found during the review. Based on the DHR, the h4. Device manufacture date has been updated. As part of bwi¿s quality process, all devices are manufactured, inspected, and released to approved specifications. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ no malfunction product was identified. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. It was reported that the hemostatic valve on the vizigo¿ sheath was cracked. The sheath was replaced, and the procedure was continued. No adverse patient consequences were reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. With the information available, this was assessed as a MDR reportable product malfunction.

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's reference number: (B)(4).